Manufacturer narrative:
Alarm lamp did not work. Defective alarm lamp board was replaced.

Event description:
Hamilton medical ag received the following incident description: faulty alarm board - yellow leds.